Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported issue was confirmed, and a cause was undetermined.

Event description:
A customer contacted baxter's technical service center requesting assistance to bypass drain 1 of 6 on the homechoice (hc) system. The technical service representative (tsr) explained that bypass should not be done, and then assisted with troubleshooting and resuming therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.